Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that the connectors assembled on the rods were forced (as described in the event) on the screws for engaging with the threaded post of the pedicle screws but the holes were not aligned with the threaded post explaining the observed damaged. The origin of the screw pull-out at 4 months post-op cannot be identified with the provided information. However, it could be suspected that the overload applied by the surgeon during the initial assembly of the construct (i.e. Connectors inserted on force on the screws) may induce overload at the screw anchorage leading to pull-out. No deviation or non-conformance has been recorded for these lot numbers.

Event description:
It was reported that a patient underwent a screw fixation to treat a traumatic fracture. During the original surgery, the connectors stripped the threads of the screws. No complications were reported. At an unknown time post-op, it was reported that during follow up, it was noted that a screw had backed out. No further details are known at this time.